Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-02665. It was reported during the permanent scs implant procedure on (B)(6) 2017 the patient coded and the procedure was abandoned. No devices were implanted but opened from the packing. Reportedly, the patient is stable.